Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-40805.

Event description:
It was reported, the customer had a motor error alarm during a bolus delivery. Customer's blood glucose was 166 mg/dl. The customer also reported a no delivery alarm on their insulin pump. Troubleshooting found the insulin was able to exit and the insulin pump alarmed no delivery during a fixed prime. Customer also reported insulin exiting during a manual prime. The customer was advised their insulin pump was working as designed. Customer was advised of a reservoir/infusion set occlusion. It was also found the customer had a wide crack on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.